Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was found to be in sensor state 5, an indication of normal termination of the sensor without any error. Pqe attempted communication between returned sensor and known good reader sn: (B)(6) and the reader successfully communicated with the returned sensor. No scan timeout error message was observed. Therefore, the issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The exact date of event is unknown. The date entered in section b3 is based on the customer's report of 4 weeks ago. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer encountered a ¿signal loss¿ message with the abbott diabetes care (adc) device and was therefore unable to obtain readings or glucose alarms. As a result, the customer experienced symptoms described as loss of consciousness and was unable to self-treat. However, no third-party treatment was provided due to the reported issue. There was no report of death or permanent impairment associated with this event.